Event description:
It was reported that a patient was admitted to the hospital in (B)(6) 2011 and was placed on life support for several days. The patient's physician did not have privileges at that hospital. Per the reporter, a manufacturer's representative visited the patient in the hospital and checked her pump. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
Catheter model # 8703w, serial # (B)(4), implanted (B)(6) 1996; explanted unknown.